Event description:
Procedure: low anterior resection. Reportedly, the stapler did not fire all of the staples into the tissue. A leak was noted and oversewn with suture. Additional bilateral salpingo oopherectomy was performed on the patient after the lar.